Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was lower at night (approx. 60 mg/dl). Customer treated lows by eating sweets. Customer's healthcare provider recommended changing pump basal rate, carbohydrate ratio and time segments to address the issue.